Event description:
The patient reportedly experienced loss of sound. External equipment was exchanged and programming changes have been made. However, the problem has not resolved. The testing of the device showed that all electrodes were open. Revision surgery is being considered.